Event description:
It was reported that the user entered an incorrect pairing code while attempting to start a dexcom g7 continuous glucose monitor (cgm) sensor on the ilet bionic pancreas and initially selected the wrong sensor type, after which support guided the user to toggle the sensor type and re-enter the pairing code, leading to successful pairing with standard pairing and warm-up times communicated. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health and no need for medical intervention. User support included technical support review and user education regarding correct sensor selection and pairing steps. Investigation of this case revealed user error during setup with no device malfunction identified and no faulty device components implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.